Event description:
The angio-seal device was deployed in the brachial artery. The physician was aware that this was an off label use. The brachial artery site oozed and manual pressure was applied. A hematoma formed during the evening which subsequently required surgical evacuation since the pt seemed symptomatic. The pt was brought to radiology the following day for cereberal angiograms. It is believed that the pt's symptoms were due to a stroke in progress and not the angio-seal device or the hematoma. The pt was brought to radiology the next day for cereberal angiograms to determine if a stroke was in progress. The pt had a total of 3 angio-seal devices deployed off label on 5/3/2000. One each in the left brachial artery, right femoral artery and the left femoral artery. The femoral antegrade deployments were uneventful. Pt has a history of peripheral vascular disease and underwent multiple inflation angioplasty in both legs the day of the event. The pt is recovering.